Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had screen failure. A technical support specialist requested that the customer confirm the device was plugged in and online from the customer end. The station was offline in the remote support service system. The tss followed the knowledge articles how to recover/repair a corrupted dsclientoltp database and proper data sync procedure and how to place a new database on an es station. Upon checking the database, zero allocation errors and three consistency errors were found. The tss performed a database repair using the repair allow data loss option, which was the minimum repair level required based on the dbcc database check results. The customer was informed that a full synchronization procedure had been completed on the station. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the display became stuck on the blue carefusion screen. As a result, users were unable to log in to the device. There were no delay or adverse events or injuries reported based on this event.